Event description:
Dexcom g7. This will be the 4th unit I have had to report to dexcom. The last 3 were from the same lot number and the issue was dexcom showing radical low glucose levels even after 48 hours of wear (span of difference ~80 pts). The newest failed g7 was after 24 hours of having to recalibrate multiple times and average discrepancy of >140. This put me at high risk if dka during sleep since my closed loop system pump did not increase my insulin when needed thinking I was too "low" it suspended my insulin while I slept. On (B)(6) 2025 at 10:05 am pdt new g7 stated bg was 57 while blood glucometer reading was 180. (Recalibrated g7) (B)(6) 2025 at 2:00 pm pdt g7 stated blood glucose of 84, glucometer 184 (recalibrated again) (B)(6) 2025 at 3:30 pm g7 = 66, glucometer 148 (recalibrated) (B)(6) 2025 10:00 pm pdt g7 = 132, glucometer = 141, I thought g7 was finally calibrating properly and went to bed. (B)(6) 2025 at 6am pdt g7 stated bg was 68 while 3 separate glucometer readings were 259, 242 and 233 respectively. (Recalibrated g7) (B)(6) 2025 g7 9:00 am pdt stated bg was 77 glucometers reading 229. Risk of dka (diabetic ketoacidosis). Large ketones positive. (B)(6) 2025 continued false g7 readings (7) with average discrepancy >120 points. I pulled the g7, found an old g6 transmitter and sensor and placed it. Readings spot on from start. I called dexcom and they are once again sending me a replacement g7. I told them the last 3 were from same lot number and now this one is from a new lot number. I asked for a summary report of findings from all my submissions of malfunctions g7s and was told I cannot see any reports of findings. (B)(6).